Event description:
Procedure: lap hysterectomy and bso. According to the reporter, when the surgeon was passing the needle between the jaws within the vaginal cuff, the suture came off of the needle and it appeared the needle became dislodged from the jaws. After searching the abdominal cavity, which included x-rays, we found part of the needle inside the endostitch. The other part of the needle was found on the drape as the case was nearing completion. They decided to close the vaginal cuff vaginally instead of utilizing the endostitch. The case was delayed approx 1 hour, 15 minutes. The endostitch will be sent back for analysis.

Manufacturer narrative:
(B)(4).